Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [0.9 mg/ml] at an unknown dose and dilaudid [25.0 mg/ml] at an unknown dose via an implantable pump for non-malignant pain. At one point, the pump was also delivering morphine at an unknown concentration and dose. It was reported on (B)(6) 2017 that pump malfunctioned and was not working as of (B)(6) 2017. It was stated that the pump was turned off, the medication was removed, and it was refilled with saline. It was noted that the patient didn¿t feel like the pump had worked since (B)(6) 2015. It was also related that a healthcare professional (hcp) stated at the patient¿s refill that the pump was ¿full of fluid¿ and the x-ray showed the wheels were not turning. It was noted that the patient had a total blockage in their lumbar spine and their lumbar spine was fused and that no dye would circulate for a myelogram. It was stated that after having multiple problems (refer to manufacturer reports #3007566237-2012-00536, #3007566237-2015-04065, and #3007566237-2011-05528) in five years and the pump not working for the patient anymore the patient was deciding if there was any problem leaving the pump in their body. It was reviewed that it was fine to leave the pump and catheter and that removal was a medical decision. No further complications were reported or anticipated.